Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a procedure. Customer reported that a patient was undergoing an open-heart surgery. Customer moved another device into the operating room. There was no delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of a procedure. Customer reported that a patient was undergoing an open-heart surgery. Customer moved another device into the operating room. There was no delay to patient care. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; station was working as normal upon inspection. Field service technician performed preventative maintenance on the device.